Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an image was dark due to faulty scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: low light in image due to a broken scope socket; auto brightness function not working due to broken scope socket; intermittent flickering coming in image due to loose receptacle; a heavy dent on the chassis; and the front panel was found broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light and brightness control was not working on the video system center. The issue was found during maintenance. The device was returned for evaluation. The device evaluation found the output connector was broken and connection was not possible. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.